Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose values. Customer stated that with one of his lower blood glucose value was in the range of 40mg/dl and 313mg/dl at the time of incident and current blood glucose value is 183mg/dl. Customer stated that they received no delivery alarm which was resolved by changing complete set and blood glucose value was 360mg/dl to 370mg/dl. Customer decline troubleshooting for high blood glucose levels. The insulin pump will not be returned for analysis.